Manufacturer narrative:
The device was received not deployed. Investigation found that all three batteries had lower than expected voltage. A power supply was attached to the device, and the data was able to be downloaded. The download data showed that the pod delivered 0 pulses and was in pod state 1. However fluid path components showed that the pod had been filled, and both fill sensor springs were shorted. The device was unable to transition to pod state 2 due to the low battery voltages. No damages or deficiencies were observed that would cause the low battery voltages. The investigation could not determine the cause of the low battery voltages.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than an hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918usqs6eyl1. Hardware: sm-s918u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.